Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via right axillary/subclavian artery in a 49 year old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. During prep, there was a purge failure alarm. It was reported a new automated impella controller (aic) was used to resolve the issue. On day 5 of support, while in the intensive care unit, the patient's plasma free hemoglobin was elevated with an upward trending pattern. Imaging and hemodynamic support confirmed appropriate 5.5 position and function, and no alarms occurred. The flow was stable and without evidence of suction events or position related issues. Per md assessment, the elevation of plasma free hemoglobin was not attributed to the impella device, however will be conservatively reported.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Upon review, it was identified that the initial reporter state (e1) was inadvertently omitted in error. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Added d6b. Explantation date. Added d3 manufacturer fax was omitted during initial report.